Event description:
It was reported that a patient alert sounded for the right ventricular (rv) lead. Upon interrogation, it was found there was an elevated number of short interval counts (sic) and there were non-sustained ventricular tachycardia. Also the electrogram showed noise on the rv lead. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. Concomitant product: d284drg implantable cardioverter defibrillator (B)(6) 2009. (B)(4).